Event description:
Customer alleges discrepant results with meter: date - (B)(6) 2011, inratio - 1.6, retest inratio - 2.3; date - (B)(6) 2011, inratio - 1.9, retest inratio - 2.2; date - (B)(6) 2011, inratio - 2.3, retest inratio - 4.3. Pt's target therapeutic range is 2.0 - 3.0. Pt tested and then retested on meter 3 times throughout the day. Each time, the retest was done within a few minutes.

Manufacturer narrative:
Investigation pending.